Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit received contained approximately 245ml of fluid in its bladder. A visual inspection of the device noted the presence of 1.53 ml of fluid inside the stress-member column of the infusor. The cause of the leak could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13m005 was manufactured between november 7, 2013 ¿ november 8, 2013. The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had an internal leak. The reporter stated that drug solution got inside the stress member (component within the bladder that provides support) after the device was filled and before patient connection. There was no patient involvement. No additional information is available.